Event description:
Follow-up intervention revealed the patient underwent surgical intervention on (B)(6) 2017 wherein no hematoma was found and the issue was resolved. The patient's incisions looked good. There was no issue with the patient's ipg. The system is working properly following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a hematoma at the ipg site. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Additional information revealed the patient may now undergo additional intervention for hematoma.